Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9 - date returned to mfg, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and historical data, reasonably known information suggests probable causes of the alleged failure is due to a stress problem identified. The most probable cause of this complaint is a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic broncho fiber videoscope had black water coming out. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.